Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 620g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed displacement test, selftest, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, in power graph generated by adapt power management tool shows unexpected battery power loss due to j6 resistance connector issue.

Event description:
Information received by medtronic indicated that the battery power ran out quickly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.